Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. Moisture damaged found under lcd screen and motorhome switch. Unit had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 13mmol/l. The customer reported that the device was exposed to water. Customer jumped in the water with his pump. Customer has a backup pump and needles. Customer was advised that pump will need to be replaced.